Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) found on the home choice (hc) device during drain 3 of 5. The home patient (hp) had disconnected during dwell cycle and the hc was now alarming. The baxter technical representative (tsr) explained the alarm and had the home patient (hp) cycle power twice to get se 2367 and get 'press go to start". The tsr advised the hp to start over with new supplies and call registered nurse (rn) regarding the alarm. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue for a system error 2240 (air in set) was confirmed. As per the complaint, the patient reported disconnecting during therapy. The cause was determined to be use error that can cause system error 2240 alarms. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.